Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received multiple no delivery alarms and were experiencing high blood glucose. The customer stated they woke up to a blood glucose level of 360 mg/dl and after eating breakfast they were half way through a bolus when they received the alarm. They only got 2.1 units of insulin out of 6.7 units. The customer took everything out and manually bolused the rest of the insulin. However, they were only given half of it and they received a no delivery alarm. The customer¿s current blood glucose level was 458 mg/dl. The customer declined troubleshooting for the high blood glucose. Troubleshooting for the no delivery was not completed because the call was disconnected. The device will not be returned for analysis.